Manufacturer narrative:
To date, this medical device remains implanted. No further information is expected at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reverted to storage mode. The device had triggered eol (end-of-life) more than a year prior. A device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. The health care personnel stated that the patient's heart rate had dropped to 50 beats per minute. There were no reported adverse patient effects associated with these clinical observations.